Event description:
During trouble shooting of a low drain volume alarm (lvd) which occurred on the homechoice (hc) during use, the baxter technical service representative (tsr) had the registered nurse (rn) check line for kinks, fibrin, and bubbles adn the rn stated that the patient line was full of air bubbles. The tsr assisted the rn in ending the therapy. The tsr advised the rn to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted registered nurse (rn) on (B)(6) 2011 regarding the low drain volume alarm. The rn stated that she was not the original reporter of the alarm but remembers hearing about it. The rn did not remember the patient's name or the cause of air in the line. The rn said the lines are primed before the home patient is connected. Per rn, there were no loose connections, disconnections or defects on the supplies. Per rn, the hp did not have any injury or harm as a result of this incident. The rn stated that she is doing fine and continuing therapy without issues. The rn stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The reported problem was confirmed. The assignable cause was air in patient line

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.